Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. Device had normal operating currents and no unexpected off no power or low battery alarm or blank display noted.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. It was reported when trying to bolus the insulin pump would go back to the home screen. The blood glucose at the time of the incident was 242 mg/dl. Troubleshooting was not performed. The device was returned for analysis.